Event description:
Event description boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was interrogated and this chronic implantable right ventricular lead was noted to recently begin exhibiting high, out of range shock and pacing impedance measurements. Loss of capture at maximum outputs was noted. Review of the arrhythmia logbook revealed the patient received an inappropriate shock approximately one month prior due to oversensed noise. The patient implanted with these products is currently hospitalized after hip surgery and is being monitored on the tele floor and the ICD is programmed off. Replacement of the lead will occur soon.

Manufacturer narrative:
No additional information is available at this time. Should more information become available, this event will be reopened. The device was later explanted, date of occurrence is unknown. The reason for explant is also not known. Detailed analysis is pending.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.